Manufacturer narrative:
(B)(4) - device 4 of 7.

Event description:
Reference number (B)(6) event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered seven infusion set cannula kinked event within 3 hours of insertion. The infusion set was inserted in abdomen. The patient blood glucose level was found to be high. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.